Event description:
It was reported that the user experienced difficulty attaching a luer connector to the ilet infusion site, as the connector would not engage the ilet; switching to a different luer connector resolved the issue, and education was provided to attach the luer connector to the ilet first before connecting the tubing. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no interruption of therapy beyond the brief troubleshooting. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the initial luer connector likely had a fit or threading issue, while a replacement connector functioned as intended. It was concluded that the device functioned as expected with a properly fitting luer connector and that user guidance addressed the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.